Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that the rubber stopper on a bd insulin syringe with the bd ultra-fine¿ needle separated during injection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1cc, 8mm syringe. Customer states that the stopper separated from the plunger during injection. The returned syringe was tested and the stopper separated from the plunger rod when attempting to draw the plunger rod back. No damage to the plunger rod was observed. Sample was forwarded to manufacturing (holdrege) on 27apr2018 for further review. Second investigation summary: on 01may2018, holdrege received one (1) loose 1ml, 8mm syringe from reported batch# 7191730. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause likely to be a dry barrel, as exercising of the plunger rod (cycle testing) was unable to be performed. A review of the device history record was completed for batch# 7191730. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200707368] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper separated from rod on lot # 7191730. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.